Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Follow up attempts to obtain additional information pertaining to event details and product identification are in process. Should additional information be received, biomet will forward a supplemental report to the FDA. The following sections could not be completed with the limited information provided. Product identification and lot number - unknown. Date implanted - unknown. PMA/510(k) number - unknown. Manufacture date ¿ unknown. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-01639 & 01640).

Event description:
It was reported that patient underwent an initial total hip arthroplasty (B)(6) 1997. Subsequently, a revision procedure was performed on (B)(6) 2014, due to pain and wear of the polyethylene acetabular liner. A review of invoice history confirmed the revision procedure and that all components were removed and replaced. An invoice could not be located for the initial procedure. It was also reported that patient underwent an initial total hip arthroplasty implanting a biomet acetabular cup with competitor components in the other hip on an unknown date. A revision procedure was performed on (B)(4) 2013,to remove the and replace the biomet acetabular cup for unknown reasons. A review of invoice history confirmed the acetabular cup was removed and replaced. An invoice could not be located for the initial procedure.